Event description:
The clinician reports the implant was inserted 2018-09-27 in fdi 32 of the patient's mouth. On 2019-02-21, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.